Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during an unspecified fill cycle. The patient was connected at the time of the event. During troubleshooting, it was noted that the two supply bags were empty and air was being pumped into the heater bag. Renal therapy services (rts) advised the nurse to end the therapy. Rts assisted the nurse to remove the cassette and advised the patient to contact the peritoneal dialysis registered nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.